Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) low out of range pacing impedance measurements. The ra lead is non-boston scientific. Technical services (ts) was consulted, discussed the ra lead is programmed to higher voltage which suggests the ra lead anomaly may have been known. Ts discussed the device appears to be functioning as programmed. This crt-d remains in service. No adverse patient effects were reported.